Manufacturer narrative:
Investigation: a visual inspection revealed that the heater was lifted up from the hook partially, and somewhat bent in the middle. The tip of the hot jaw silicon was peeling and partially detached. There were no signs of usage and no evidence of blood on the tips or handle. Resistance and jaw force measurements passed specifications. A functional test evaluating the thermal shut-down performance of the unit was performed on the returned device using a reference power supply and cable. The device performed according to specifications during the device activation. The distal jaw tips assembly and handle were opened up and there were no non conformities. Based upon this observation, the reported complaint for "shut off" could not be confirmed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-4000 shut off. A new kit was used to complete the case. There were no patient effects. The product is returning.